Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system's stimulation was no longer covering her pain. Reportedly, the patient fell down and lost her stimulation therapy coverage. Follow up identified the patient underwent surgical intervention and the patient's leads were replaced. The patient is reportedly doing well and reported receiving effective pain relief. The device information is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads model 3186 from the same lot number.